Manufacturer narrative:
A supplemental MDR is being submitted for received voluntary medwatch. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. A voluntary MDR was submitted by the hospital under (B)(4). Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the completed product investigation. The product was returned; therefore, a product return evaluation was performed. The following was observed: inflation balloon was bunched up distally from thv inflow. Compression mark was present on the flex shaft approximately 3/4 inch from flex tip. I/c bond observed torn with proximal wing(s) flared outward. Removal of valve by cutting the guidewire lumen revealed a tapered thv profile, suggestive of partial deployment. Gouges were noted on flex tip. Based on the I/c bond tear with partially aligned thv, the complaint for fine-adjustment difficulty was confirmed empirically. Imagery provided revealed that the patient's access vessel had a presence of tortuosity and calcification. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander ds with s3/s3u/s3ur thv IFU's were reviewed. Instructions are provided in the device preparation manuals. The following sections are provided: preparing the components, mount and crimp the thv on the delivery system, valve delivery, valve alignment, pulling back the flex catheter, and patient screening via CT imaging no IFU/training deficiencies were identified. The complaints for valve alignment difficulty or inability and balloon torn were confirmed whereas the complaint for resistance with flex shaft was unable to be confirmed based on the returned product evaluation. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'upon attempting to pull back the pusher of the delivery system, it appeared that the valve had invaginated the tip of the pusher and it would not separate from the crimped s3 ultra valve. Multiple attempts were made to separate, but the whole system was ultimately replaced and a new valve was deployed.' Per additionally received information, 'there was friction/ tension noted on fine alignment.' It is possible that tension was introduced onto the delivery system and resulted in the reported 'friction' during the attempts to align the valve onto the valve alignment markers. The patient had presence of tortuous/calcified access vessels. If valve alignment was performed in a tortuous (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip, as reported. Uneven gouges in the flex tip observed during device evaluation indicate valve diving likely occurred. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system, which can consequentially lead to the reported valve alignment difficulties. Evaluation of the returned complaint device revealed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a pra written by edwards. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As difficulty performing valve alignment was reported, it is possible that increased forces tied to valve alignment may have weakened the balloon and caused the balloon to tear. In this case, it is possible that tortuous vasculature led to build-up of tension in the system by making it more difficult to move the balloon shaft through bends in the anatomy. If tension was not released, it could give rise to increased resistance between the shafts, resulting in the reported difficulties. Per the training manual, 'partially unflexing may help when pulling back the flex catheter.'. A definitive root cause is unable to be determined. However, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (valve alignment in non-straight section, build-up of tension) may have contributed to the event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, upon attempting to pull back the pusher of the delivery system, it appeared that the valve had invaginated the tip of the pusher and it would not separate from the crimped s3 ultra valve. Multiple attempts were made to separate, but the whole system was ultimately withdrawn without difficulties as a unit and replaced. A new valve was deployed. The patient's pre-planned cut down was closed and there were no clinical complications. There was no patient injury. Per the pre deco finding, there was a balloon tear at the ic bond.